Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. The customer had taken more insulin 5-6 times during the last 3 weeks. The customer didn't experience any symptoms other than feeling low. The customer took dextrose and something to eat. No medical treatment was required.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the fa 16 may, 2006 letter.